Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the pk dissecting forceps instrument was not recognized by the system. The staff tried numerous times unsuccessfully. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house is3000 system. The system successfully recognized the instrument. The pogo pins were not stuck or contaminated. Failure analysis was unable to replicate the recognition issue. The instrument was driven and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity testing. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.